Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat dysmenorrhea, menorrhagia, cystocele and endometrial polyps. It was reported that the patient underwent the concurrent procedures of dilation and curettage, novasure endometrial ablation and mini arc suburethral sling placement during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. The patient experienced infection, urinary problems and recurrence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and american c. Mini arc sling were implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.